Event description:
It was reported by the customer that "the complaint of the customer was that the rubber stopper at the end of the stylet t-lock assembly for PICC placement is leaking whereas it never was before. He also stated that it looked like a new stylet stopper." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that "the complaint of the customer was that the rubber stopper at the end of the stylet t-lock assembly for PICC placement is leaking whereas it never was before. He also stated that it looked like a new stylet stopper." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak from the t-lock septum was inconclusive due to the sample condition. A single photograph of the implicated t-lock assembly and stylet was returned for evaluation. The t-lock assembly and stylet had been removed from the catheter. The stylet was seen traversing through the yellow septum of the t-lock assembly, as per design. No liquid was seen emanating from the septum of the t-lock device. However, it did not appear that the device was actively being infused when the photograph was taken. Without the physical sample, functional testing and microscopic examination of the septum could not be conducted. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. Possible contributing factors could include a damaged septum or over-pressurization. If the physical sample is received at a later date, this investigation will be updated with the relevant information. The report of a leak has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing/supplier related issues.